Event description:
It was reported that during central processing, the large needle driver instrument was identified to be missing one jaw/tip. The instrument was used on a patient the day before during a prostatectomy procedure. The instrument was intact when it was sent to the sterile processing department (spd) after the procedure. The surgeon also expressed the same thoughts. The spd staff did not recall breaking the instrument, and believed that the instrument was broken when it was first received. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer is uncertain that the large needle driver instrument was intact upon completion of the procedure. The fragment has not been found. There was no complications or malfunctions during the procedure. The patient has not returned and no x-ray was performed to check for fragments as the issue was discovered during central processing.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument was missing one jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a broken grip at the grip base. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the instrument broke and detached from a portion of the device that enters the patient (distal end), based on the information provided, it is unknown whether the fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.